Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump lost power and the patient experienced a blood glucose (bg) of 500 mg/dl and felt "very tired." There were no other reported signs or symptoms of hyperglycemia. The reporter noted that a week prior to the incident, the patient noticed that the yellow o-ring on the battery cap was visible, but denied any power loss at that time. On (B)(6) 2012, the patient reportedly disconnected from the pump while playing tennis, and when she reconnected ,she did not realize the pump had powered off. The patient was able to secure the battery cap and reportedly administered a correction bolus, and her bg came down to 200 mg/dl. The reporter stated that there was a crack in the pump casing. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a review of the black box indicated one reboot had occurred. The battery compartment was cracked in two places and the cartridge compartment threads were stripped. The battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During the load step, the pump failed to recognize the cartridge and emitted a ¿no cartridge detected¿ warning. Additional testing for the original complaint could not be completed because of the load step malfunction. Unrelated to the original complaint, investigation revealed that the force sensor resistance and calibration were out of specifications. The pump casing was removed and there was evidence of contamination found on the force sensor housing. Additionally, the display was discolored. (B)(4).

Manufacturer narrative:
Use error is a likely cause or contributor to the alleged hyperglycemic event, as the patient continued to use a damaged pump. The alleged malfunction is not likely to cause an adverse event. A cracked battery compartment is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history review: animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.